Manufacturer narrative:
The lead remains implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically repositioned a few weeks after implant due to a potential micro perforation. The fluoroscopy that was performed prior to revision was unremarkable. The patient had complained of chest pain. The lead remains in-service. No additional adverse patient effects were reported.